Event description:
It was reported that during a surgical procedure at the user facility the trigger of the device disassembled. It was confirmed that nothing fell into the surgical site. The procedure was completed successfully using back-up equipment without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The reported disassembly of the trigger was confirmed by a manufacturer repair technician through visual inspection. Upon disassembly, a cracked trigger housing was identified, which can lead to the reported event.

Event description:
It was reported that during a surgical procedure at the user facility the trigger of the device disassembled. It was confirmed that nothing fell into the surgical site. The procedure was completed successfully using back-up equipment without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.